Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had shutdown unexpectedly. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The device was being serviced at a repair center on 22apr2026 when an authorized service provider (asp) observed the device power down unexpectedly. On 27apr2026, the asp replaced the power management (pm) circuit board assembly (pcba) to resolve the issue. Following the part replacement the asp completed a cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.